Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) in regard to a patient receiving gablofen 2,000 mcg/ml at 675 mcg/day via an implantable infusion pump. The patient experienced weight gain and experienced excessive puffiness at the pocket site. An ultra sound was performed (date not provided), and nothing was noted. The patient experienced intermittent therapy, notably changes in tone. There was no indication of a device issue at that time. No volume discrepancies had been observed. At a refill prior to the replacement (date not provided) the needle was inserted and clear liquid was observed leaving the site. At that time it was determined to replace the pump. At the replacement, the issue regarding the proximal catheter connector leaking was observed.

Event description:
It was reported that the connector was leaking even though it was attached to pump. Saline was pushed through catheter access port (cap) and leaking was visible at the connector. The actions required as a result of the event included replacing the connector. It was noted that 3 cm were removed and 25 cm pump connector was added. The product issue was resolved; however the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced underdose symptoms. The location of the issue or symptom was the pump connector. It was later reported that the pump connector was leaking at the pump. The catheter issue was identified on the date of the revision surgery. Only the pump connector was replaced. The catheter in the intrathecal space remains in service. The patient was doing fine the day after surgery with a lower dose. The pump was used to infuse gablofen.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found fluid path/leaking outlet port due to damaged o-ring. The silicone sleeve was missing on the pump outlet port, no visible damage. When the outlet port was occluded and with a slight bit of side pressure the outlet port leaked around the o-ring and came out where the outlet port slides into the bulk head. Analysis of the pump found overinfusion, undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Pump logs found no anomalies. Analysis of the catheter serial number (B)(4) found sc connector coring, tears, and cuts in seal which met leak criteria.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).